Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that the system switched itself off after boot up prior to a surgical procedure.

Manufacturer narrative:
The company service representative examined the system was able to replicate the reported event. The power supply was replaced. The system was then tested and met all product specifications. The system was manufactured on march 6, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the non-conforming power supply. The manufacturer internal reference number is: (B)(4).